Event description:
It was reported that during the revision of an open reduction internal fixation (orif) of a right distal radius the surgeon had a drill bit break off in the patient after drilling three pilot holes for a new 1.5mm plate. The initial locking compression plate (lcp) that was used remains implanted and is fully intact. The original date of implantation is unknown. The surgeon wanted the second plate added for better stabilization as he felt the pegs on the original were too short. The new 1.5mm plate was added to the dorsal side of the radius. The drill bit broke in half inside one of the screw guides and was left in the patient. The screw hole with the broken drill bit was skipped. A new drill bit was used to complete drilling for the remaining screw holes and the procedure was successfully completed. There was a one minute delay in the procedure. The patient status is reported as fine. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.